Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the device leaked. No pt injury was reported.

Manufacturer narrative:
8/15/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.